Event description:
The qora fecal management system device was removed from the patient's rectum due to decrease in frequency of bowel movement and change in consistency of bowel movement. The release tag was pulled, however , it felt as though the springs inside the patient that held the qora in, did not fully compress. Multiple attempts were made to retract the spring with the pull tag, but it made no change. Once the qora was then pulled out, the patient started experiencing bright red bleeding from the rectum in a small amount and the device appeared that it had not compressed all of the way.